Manufacturer narrative:
Image review image 1 appears to show contrast medium in the sfa and popliteal artery. There appears to be 2 marker bands present also. An implant appears to be visible in the image. Image 2 appears to show contrast medium in the sfa and popliteal artery and appears to indicate a blockage. There appears to be 2 marker bands present also. An implant appears to be visible in the image. Image 3 appears to show the stent being deployed. An undeployed portion of the stent appears to be still within the delivery stent. Image 4 appears to show the stent fully deployed. Product analysis the device was returned with the red safety tab removed. There is a kink on the outer shaft approximately 117.5cm cm from the strain relief. During functional testing the handle was opened, and it was found that the pullwire was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust self-expanding stent along with non-medtronic 5.6fr sheath and 0.035" guidewire during procedure to treat a severely calcified lesion in the right distal superficial femoral artery and popliteal artery with 90% stenosis. The vessel was moderately tortuous. The vessel diameter and lesion length are 5-6mm and 120mm respectively. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. Deployment issue of partial deployment occurred. There was no damage to the deployment mechanisms or device handle prior to deployment. The thumbscrew/lock-pin checked for securement prior to procedure. The lock-pin was removed just prior to deployment. The lesion was pre dilated using an evercross 6x80 balloon. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that retrograde pedal access of pt artery. Non-medtronic 0.035" glide wire was advance through the target lesion. Popliteal and distal sfa were pre dilated, popliteal with 6x80 evercross balloon, sfa with 6x120 nanocross balloon. Popliteal was stented with non-medtronic 5.5x40 stent and 6x150 everflex stent advanced to distal sfa lesion. While advancing, resistance felt at distal tibial/popliteal trunk (tpt). Tpt was dilated with 3.5x6 nanocross balloon. Everflex again was advanced to sfa lesion. A small amount of resistance felt as stent crossed target lesion. When stent was in position, lock-pin was removed. Two-thirds way through deployment, resistance was felt in the thumbwheel. Deployment was temporarily halted to determine cause of resistance. It was determined that resistance was due to deployment process right at tightest part of lesion. Deployment was continued. It was observed under fluroscopy that stent did not completely deploy. To complete deployment, physician grasped gold portion of delivery system and slowly pulled. Stent finished deploying. Delivery system was removed. The catheter handle was not cracked open to deploy the remainder of the stent. Everflex stent post dilated with 6x12 nanocross balloon. There was no patient injury reported.